Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unknown origin. The pt was taking an unspecified medication for treatment of an unknown indication. On 31-aug-2006, the humapen ergo burgandy/clear pen body (lot a1530) with a clear cartridge holder attached, was reported to have a jammed plunger and high injection force. This humapen ergo burgandy/clear pen body with a clear cartridge holder attached is associated with cid00433433. The operator of the device was unknown, and it was unknown if the operator of the device was trained. It was unknown how long the pt had used this device model. The device was returned to the company on 06-sep-2006. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo burgandy/clear pen body with a clear cartridge holder attached was continued. Refer to results/conclusion section. Update 22-sep-2006; add'l info rec'd in gpcms 20-sep-2006; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected fu date on EU/ca device button; updated user comments and added 'refer to results/conclusions section' to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen, if any part of your pen appears broken or damaged. Contact lilly, or your healthcare professional." Evidence of improper use/storage: the engineering investigation found tool marks on the fractured surfaces of the engagement tabs and mounting bayonet. The tool marks are consistent with a lateral cut across the tab/region with an x-acto knife, razor like tool and is evidence of improper use. This misuse is relevant to the user's complaint and the investigation findings.